Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. The displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests could not be performed due to the unresponsive buttons. No unexpected vibrate anomaly was noted. The insulin pump had minor scratches on the display window, a scratched case, a scratched reservoir tube window, a cracked reservoir tube lip and a missing end cap sticker.

Event description:
It was reported by the customer that their insulin pump keypad was unresponsive to user inputs and continuously vibrates. Customer stated they are unable to check alarm history or clear because of button issue. Customer stated they do not recall any significant events that lead to the event or if the device had been dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 459 mg/dl at time of reporting. Nothing further reported.